Manufacturer narrative:
(B)(4). If sample or additional information becomes available; a follow up esubmission will be completed. Sample or lot not provided.

Event description:
A (B)(6) old patient presented to private radiology for a left breast biopsy, on the 3rd needle pass through dense breast parenchyma, contact was made with the biopsy button while the needle was being positioned with the needle tip directed deep into the breast rather than parallel to the chest wall. A few minutes later the patient experienced increasing chest pain and shortness of breath. A pneumothorax was identified on x-ray. The patient was transferred to the emergency department for further management. During the incident review the panel noted that the achieve biopsy device did not have a safety mechanism over the button, which might have avoided this incident occurring. As a result we thought we should pass information about this event on to the manufacturer so they are aware and can consider opportunities to improve the design it would be appreciated if you could acknowledge this email and advise us of any steps that you would expect to take from this feedback. On (B)(6) 2017 query email to (B)(6). ¿ lot number can be specified? Unsure. ¿ what intervention did patient require? Chest tube. ¿ what is patients current health? Recovered.

Manufacturer narrative:
(B)(4). An internal review of the history files for the reported lot numbers was done and it was confirmed procedural and functional requirements needed for the product to be released were met. Regrettably, the reported failure mode could not be confirmed due to sample not being returned for analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly as our business team regularly reviews the collected data for identification of emerging trends. No sample provided.